Manufacturer narrative:
A correction is being submitted to include the additional information for the h4 - device mfg date field. The h4 field has been updated to 8/16/2021.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the adhesive around objective lens being peeled was due to a stress problem identified with the device. Additionally, the most probable cause of the adhesive on the distal sheath being detached was due to a fracture problem identified with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that adhesive around objective lens was peeled and adhesive on the distal sheath was detached. It was determined that the objective lens and the distal sheath needed to be replaced. There was no patient involvement.